Manufacturer narrative:
(B)(4). Event date (B)(6) 2017. Concomitant medical products: unknown femoral stem; 139258 ¿ m2a magnum taper insert ¿ 916730; 157448 ¿ m2a magnum head ¿ 671350; therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10627; 0001825034 - 2018 - 10629; 0001825034-2018-10655.

Event description:
It was reported patient underwent a hip revision approximately 8 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported patient underwent a left hip revision approximately 8 years post implantation due to unknown reasons. The head component was removed and replaced, while the cup component was found to be well fixed.